Manufacturer narrative:
Investigation summary: two samples were received. One sample is from bd and the other from a competitor (excelsior medical). Both have plunger rod-rubber stopper, tip cap, solution and barrel label. The bd sample is according to the product specification. The sample from the competitor has a handwritten note on the packaging flow wrap as ¿ideal¿ with an arrow pointing to a linear bar code printed on the packaging flow wrap. The bd sample/ products do not have this linear bar code printed on the flow wrap. The bd sample has a handwritten note as ¿not ideal¿. Potential root cause when the UDI 2.0 barcode was implemented, the linear barcode was eliminated. The lack of linear barcode has induced customer dissatisfaction. The samples are to be send to the posiflush platform for awareness. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: both samples came with sealed packaging flow wrap. One sample is from bd and the other from a competitor (excelsior medical). Both have plunger rod-rubber stopper, tip cap, solution and barrel label. The bd sample is according to the product specification. Root cause description: potential root cause when the UDI 2.0 barcode was implemented, the linear barcode was eliminated. The lack of linear barcode has induced customer dissatisfaction. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the 2d barcode on the syringe 5ml heparin 100 unit label was observed to be missing before use. The following information was provided by the initial reporter: "bd 100ml heparin flush syringe missing 2d barcode."